Manufacturer narrative:
(B)(4). Upon follow up, it was reported the patient had an unknown surgery (unreported date) for unknown indication and after the surgery the patient experienced peritonitis. The cause of the peritonitis was due to omphalitis. On an unreported date, the patient experienced a recurrence of the peritonitis. The patient was not hospitalized for the event. The patient outcome was not reported. On an unreported date, pd therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2016, the patient experienced cloudy pd effluent. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis manifested by cloudy peritoneal dialysis (pd) effluent. The cause of the peritonitis was reported by the patient's doctor as "due to the patient presenting a navel inflammation after an unspecified past surgery" (the date of the surgery was unknown and no further detail was provided). As a result of the peritonitis, pd therapy was temporarily discontinued and the patient was admitted to the hospital (dates unspecified). Treatment for the event was unknown. It was reported that the patient "did not completely overcome the peritonitis event and as a result the patient's medical condition deteriorated". No further information was provided regarding the outcome of the peritonitis event or if apd therapy was ongoing. No additional information is available.